Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the pt. Add'l model and lot numbers of coils involved: model # qc 1.5-2 helix, lot# 7322907, (qty.3)-dom-4/3/2009-exp-4/1/2012.

Event description:
It was reported during an aneurysm coiling treatment procedure, after embolizing one main lobe of the aneurysm, an axium coil (qc-1.5-2-helix) herniated out of the aneurysm into the anterior cerebral artery. A k mini retrieval device was used to retrieve the coil and the coil detached from the k mini and herniated into the distal left mca parietal branch. The procedure was ended and the pt was referred for surgical treatment. No complications were reported with the pt. However, post procedure, it was reported that the pt experienced rash.